Event description:
User facility reported that the device was in use with home care patient for infusion of saline. According to reporter the infusion had been in progress for 15 minutes when the patient was found by a nurse to be incoherent and in pain. The nurse noted that the patient's infusion set had air in-line, but there was no alarm. The patient was immediately brought to a hospital and evaluated for air embolism. No air embolism was detected. Patient is currently being monitored. No permanent adverse effects to patient have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.